Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in an unspecified peripheral artery below the knee with mild tortuosity, heavy calcification and 99% stenosis, a ht command guide wire was inserted into the patient anatomy; however, the guide wire met resistance with a 2.0 mm non-abbott balloon dilatation catheter (bdc) that was being used for the procedure. The ht command guide wire was removed from the patient anatomy once and soaked in saline but the issue was not resolved as the ht command guide wire was re-advanced and met resistance with the non-abbott bdc. Reportedly, resistance was noted during removal of the ht command guide wire with the non-abbott bdc but only when passing at a certain unspecified point. After the guide wire passed that point, no resistance was met. Another new ht command guide wire which did not meet resistance and the procedure was continued. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.